Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company¿s quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a vizigo sheath and the patient experienced cardiac perforation that required pericardiocentesis and surgical intervention. After completing ablation on the left-side veins, halfway through the procedure, while confirming mapping on the right-side vein, patient blood pressure dropped was noticed. Intracardiac echocardiogram and echocardiogram were checked and confirmed a small effusion in the pericardial space. A pericardiocentesis was performed however the bleeding and blood pressure could not get it under control, and a small hole was found in the atrial appendage. The patient was sent for a patch. The patient was reported to be off supported pressure pump, had no organ damage and was extubated. The patient was stable and doing well. The physician believed the effusion occurred during transseptal and is unrelated to the varipulse¿ catheter. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.